Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary posterior descending artery (rca). The physician advanced the 2.5x15mm apex monorail balloon to predilate the target lesion and while advancing the apex balloon, the physician felt strong resistance. When the device crossed the lesion, it was ruptured at 6atms on the first inflation. The balloon was successfully removed from the patient and the predilation was completed by a 2.5x15mm non bsc device. A 2.5x18mm non bsc stent was implanted, and the procedure was successfully completed. No patient complications were reported with the pt's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.